Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the spo2 value falls below the set lower limit, the monitor alarm did not sound". No pt harm was reported.